Event description:
It was reported that the lead's helix would not extend or retract and that there was positioning/fixation difficulties during implant. The lead was not implanted, but replaced with a competitor lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) distal conductor distorted; (B) (4) full lead returned; distal conductor blood/body fluid (not obstructed), helix bent/distorted; blood on helix mechanism, helix sleeve head; deformation/fracture in 5cm prox section of the inner coil, extension problems.